Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot, cracked case at display window corners, battery tube threads, reservoir tube lip, and minor scratched display window.

Event description:
It was reported that the customer had a high blood glucose level of 501 mg/dl. Customer took a manual injection. Customer stated that they are unable to remove the battery cap on their pump. Customer tried removing the battery cap with a quarter and a large, flat-head screwdriver but was unsuccessful. Customer was advised to discontinue use of the pump if the battery is low. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.